Manufacturer narrative:
Evaluation summary: the distal tip was slightly flared. Two kinks were present on the hypotube at 8cm and 10cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. Device returned with non-medtronic sheath and stylette l oaded. The 12th-19th distal stent segments had misaligned, raised and deformed struts. The 21st and 22nd distal stent segments were slightly raised and misaligned.

Manufacturer narrative:
(B)(4).

Event description:
A resolute integrity drug-eluting stent was being used by the physician. The device was inspected before use with no abnormalities noted. The target lesion in the circumflex branch of the left coronary artery had 90% stenosis, was calcified with almost no tortuosity. Lesion pre-dilation was performed using a semi-compliant balloon. The resolute integrity stent was being delivered smoothly when it stopped right in front of the lesion. Moderate force was used to advance the device. The stent became stuck in the lesion after a few attempts to cross it. The physician attempted to remove the stent, applying some force. On examination after removal some of the stent struts were observed to be deformed. Target lesion was treated with angioplasty. Patient outcome was satisfactory and no patient injury was reported.